Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain following tubing placement. On an unknown date, the patient was evaluated by the physician and hospitalized due to "too much air in the intestine". It was reported that the patient was not operated on for the pneumoperitoneum, and was given unknown treatment under observation. It was reported that the patient's abdominal pain has disappeared and the patient is doing well.